Event description:
It was reported that the patient's lead was attempted but not used during implant. The physician stated there was a positioning issue and the helix required fifteen to twenty turns to deploy. The lead was never implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix damaged/stretched and bent.